Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient returned for follow up treatment approximately 10 years post index procedure. It was noted that migration of the stent graft had occurred along with a type ia endoleak. It was noted that the migration/endoleak may have been due to aortic neck dilatation from disease progression. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information was received for this case. The patient had an endurant extension (etcf3636c70e/v07369177) placed to the top level of left renal and above flow divider of the existing device. Proximal limbs of existing the graft had severe kink due to migration of existing graft. Placed balloon expandable stent in both limbs at the level of the flow divider. Final angio shows aneurysm is sealed with patent limbs and renals. Internal film review: review of CT¿s from 10 + years post-implant revealed that an aneurx stent graft system had been implanted in the patient. The 28mm od bifurcate had migrated into the aaa sac; the aortic body had folded over itself (posterior and leftward direction) and was angulated 90deg to the iliac limbs. The max aaa diameter measured 5cm and there was a proximal type I endoleak. The neck diameter just below the renals measured ~31mm, and 4cm lower near the proximal margin of the migrated bifurcate measured 4cm in diameter. There appeared to be good distal sealing bilaterally. The bifurcate ipsi limb was positioned down into the right common iliac and the contra limb was seen placed into the left common iliac artery. Both limbs were kinked at the flow divider fold due to the migration; however, the limbs remained patent. The films were cut-off below the distal portion of the common iliacs, and therefor e the patency of the stent graft and vessels distal to the limbs could not be assessed. The exact cause of the bifurcate migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not returned, and films from the recent intervention were not available. However, it appears very likely that disease progression (neck dilatation) led to this event. If information is provided in the future, a supplemental report will be issued.